Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 150 mg/dl. This was compared to a competitor meter reading of 92 mg/dl.(invalid comparision). No medical attention was received. The test strips were replaced and return expected.